Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedue, the biopsy cap came off the scope and the physician was sprayed with stool. Reportedly, the physician was wearing standard personal protective equipment. The procedure was completed using a different al biopsy cap. There were no patient complications reported as a result of this event.